Event description:
Report received from an international affiliate of a leak of chemotherapy. The report stated, " the homecare patient was driving and noticed that the IV solution was leaking onto his coat. He proceeded to verify the IV set-up and noticed that the leak was at the filter level. He got some of the chemotherapeutic agent onto his skin (fingers). The customer reports that no redness, extravasation or other skin damage was noticed. No healthcare professional was affected by this leak. The chemotherapeutic agent used was a drug called, fluorouraril. Besides the contact on the patient's skin, there are no other reported adverse events. No dose was missed." Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative sample from the same lot is expected to be returned for investigation. It has not yet been received. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received.